Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot # was unavailable. Implanted between 07/02 - 07/08. Jandali, s, wu, lc, vega, sj, kovach, sj, serletti, jm. 1000 consecutive venous anastomoses using the microvascular anastomotic coupler in breast reconstruction. J plast reconstr surg. 2010; 125(3) : 792-798.

Event description:
The attached journal article is a retrospective review of 1000 consecutive breast reconstruction venous anastomoses cases which were performed using the microvascular anastomotic coupler between july 2002 and july 2008. Overall, there were 6 instances of venous thrombosis (0.6%). The second thrombosis occurred on post-op day 1, was redone with the same size coupler, and then urokinase was infused through the flap and total flap survival occurred. Same problem and journal article source as the following MFR report numbers, but separate pts and events: 2183620-2010-00020, 2183620-2010-00022, 2183620-2010-00023, 2183620-2010-00024, 2183620-2010-00025.